Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device would not seal all vessels during a sleeve gastrectomy. It was not reported if end tones or regrasp alarms were heard, but it was reported that everything seemed to be fine in regard to activation. The device was used on short gastrics and the splenic artery. The surgeon used clips to stop the bleeding. Blood loss was 800cc's total (600cc from the artery). No transfusion was needed. The patient is fine and went home the next day.

Manufacturer narrative:
(B)(4). Date of initial report : 05/16/2016. Date of follow-up report : 06/22/2016. One used lf1737 was received for evaluation. Visual inspection found the cord was cut off. The cord was spliced in order to test the device. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.